Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance low out of range; pacing impedance also began trending lower. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock impedance low out of range; pacing impedance also began trending lower. The device remains in service. No adverse patient effects were reported. Additional information was obtained; the device was programmed to single coil impedance and the impedance started going up to normal parameters. Technical services (ts) explained the range is likely related to patient body habitus rather than integrity/shorted condition. The device remains in service.